Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracic left upper lobe wedge resection, when the stapler was fired, the blade engage handle locked after it was fired and the stapler was unable to be used for subsequent firings. The defective device was exchanged for an identical ¿like¿ device. There was no patient injury.